Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient stated the device worked wonderfully for the first year and then it quit working. The patient stated the doctor said there were two wires that had gotten displaced. The patient stated going 2-3 days without a bowel movement and then having diarrhea. The patient also stated the device did not seem to help with bladder symptoms at all. The patient was now using pads. The patient stated not being able to sleep on the side. The patient was not sure if it was causing other issues and had a disk out of place. The patient had adjusted the settings and that had not made a difference. The patient stated they had turned off the therapy. The patient has an appointment with their healthcare provider tomorrow and was wondering if they could take the device out under local anesthesia. Agent redirected to healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2tu38); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.